Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report numbers 3004608878-2020-00324 and 3004608878-2020-00325.

Event description:
This is 1 of 3 reports. A customer reported that the handle of the a2101 mayfield ultra base unit does not lock properly and has a lot of play or movement once locking handle was engaged. The cam lever, shock cushion, starbursts and adjustment wrench needs replacement or repair. There was no known patient involvement or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device was returned for evaluation. The DHR showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. A detailed evaluation and functional testing of the returned unit confirmed the reported complaints. The handle was adjusted too tightly causing it to not lock properly. The shock cushion of the unit is worn. This is consistent with usage over time. The 6in transitional teeth are worn and needs to be replaced; shock cushion and 1/4in pin are worn. Adjustment wrench has worn threads. The observed condition is likely caused by wear and tear or improperly handling. The definite root cause cannot be reliably determined. Integra is closely monitoring this reported condition.